Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a first supply change and successfully changed the cartridge and tubing while using an inset infusion set (23" 6 mm), after which the user experienced hyperglycemia with a peak blood glucose of 350 mg/dl for approximately 1.5 hours and received device alerts for sustained high glucose; the user administered subcutaneous insulin by pen at 2 units per hour as back-up therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no need for external assistance, and no professional medical intervention. Investigation included troubleshooting and user education during the call. Investigation of this case revealed no device malfunction was identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.